Event description:
It was reported that the patient presented in clinic for a follow-up. It was noted that the patient received an inappropriate shock due to incorrect interpretation of the rhythm. Programming changes were made, and the patient is being monitored. The patient was stable before, during, and after the programming changes.